Manufacturer narrative:
(B)(4).during investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The complaint was not confirmed, however, per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center and reported a check supply line alarm on the homechoice (hc) during fill 3 of 4. The home patient (hp) removed the heater bag and put a new bag on the heater line prior to calling baxter. The baxter technical service representative (tsr) assisted the hp to end therapy. The hp removed the heater bag and put a new bag on the heater line. The hp would contact the nurse regarding the switching of the solution bags while connected, and any missed therapy. Baxter product surveillance contacted hp on (B)(6) 2011. The hp stated they did not start over with new supplies, but they just ended therapy. The hp stated they talked to their nurse regarding the alarm, and the nurse changed the programming. The hp stated they received this alarm because they did not have the normal sized solution bags but rather the smaller bags, and they ran out of solution. The hp stated that was why they changed the bags out, but now they know not to do so. The hp stated that they have not had that alarm since everything is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.